Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed an incoming pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.